Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the motor was corroded and the speed was unstable; however, the repair was not completed because the quotation was not approved. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: france.

Event description:
It was reported that before surgery, the unit was out of order: didn't function. There was no patient involvement. During device evaluation, it was discovered that the motor speed was unstable. Due diligence is complete, there is no additional information is available.